Event description:
Event description guidant received information that during the implant procedure, after attaching the ventricular lead and placing the pacemaker in the pocket, testing of the device revealed no output. The device was tested twice and no output was observed either time. The patient was asystolic during the testing. The device was includuded in the recent failure mode 2 filed advisory and therefore was not implanted.